Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to dislodgment. The lead was replaced with a positive fixation lead.